Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 416 mg/dl at the time of event. Customer stated that they received insulin flow blocked alarm during bolus. Customer stated that they tried replacing 3 infusion set and reservoir but still issue persist. Customer did not report any symptoms related to high blood glucose. The insulin pump will not be returned for analysis.